Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found inside the syringe 20 ml bd¿ syringe with bd luer-lok¿ tip. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a sample was received in the (B)(4) plant for evaluation. The sample provided had a black rubber like particulate mixed with silicone inside the syringe therefore failure mode is verified. The rubber particulate appears to come from a rubber stopper, but there is no damage on the stopper inside the sample syringe. It is unknown where the particulate came from or what the cause of the defect was. No related issues or defects were found in the DHR. No related quality notifications were issued for this batch number. Investigation conclusion: root cause of the foreign matter is unknown. This is the first complaint we have had for this defect. The rubber particulate appears to come from a rubber stopper, but there is no damage on the stopper inside the sample syringe. It is unknown where the particulate came from or what the cause of the defect was.